Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation. The lead was reprogrammed. The patient was in stable condition.